Event description:
Related manufacturer reference number: 2017865-2023-52572. It was reported that right atrial (ra) and right ventricular (rv) leads failed to capture. It was discovered when the patient was seen in clinic for dizziness. Both leads were explanted and replaced. The patient is in stable condition.